Event description:
It was reported that 540 bd eclipse¿ needles were blocked during use. The following information was provided by the initial reporter: "when using some needles for drugs administration, there was resistance and it was observed the needle lumen is closed, preventing the medication flow." "Was there any damage/impact to patient/health professional? Because the lumen of the needle was closed, the administration could not be done, but there was a need to pierce the patients again. Was medical intervention needed? No, just the discomfort of having to puncture patients again. What medication was being administered? Dormire 5mg/ml - ampola de 3 ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1181262, medical device expiration date: 30-jun-2026, device manufacture date: 30-jun-2021, medical device lot #: 1030409, medical device expiration date: 31-jan-2026, device manufacture date: 30-jan-2021.

Event description:
It was reported that 149 bd eclipse¿ needles were blocked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when using some needles for drugs administration, there was resistance and it was observed the needle lumen is closed, preventing the medication flow." "- was there any damage/impact to patient/health professional? Because the lumen of the needle was closed, the administration could not be done, but there was a need to pierce the patients again. - was medical intervention needed? No, just the discomfort of having to puncture patients again. - what medication was being administered? Dormire 5mg/ml - ampola de 3 ml."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14sep2022. H6: investigation summary: ten packaged needle samples and photos received by our quality team for investigation. Upon visual inspection, no defects or issues observed, clogged needle could not be confirmed. Functional testing was performed, all results were found to be acceptable with no leaks identified. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, retention samples from the same lot were evaluated, no defects or damage observed, no obstruction found on the needle lumen.